Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implant, implantable cardioverter defibrillator (ICD) damage screw was noted. The ICD was exchanged for a different device. No patient complications have been reported as a result of this event.